Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to a third party service center for investigation. External examination of the unit found debris on lcd screen. Internal examination found visible foam particles inside the blower kit and another damage was found in control dial and bottoms of upper enclosure. No other contamination was observed in the device. The device was powered on and is functional. The device's downloaded event log was reviewed by the third party service center and 0 error was logged. The manufacturer confirmed the third party service center found evidence of sound abatement foam degradation.

Manufacturer narrative:
Despite the three attempts, the device has not yet returned to the manufacturer for evaluation. There has been no response from the customer on the return of the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.